Event description:
The customer reported that there was a problem with the high voltage cable. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The high voltage cable, the snubber board, and a fuse were replaced. The system was tested and operates as intended.